Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during , the internal piece of the head´s screw (ie. The screw head inner saddle) was disassembled without effort. The screw was removed intra-operatively and another screw was inserted. The difficulty did not result in any adverse consequences to the patient and there was no delay.

Manufacturer narrative:
The expedium polyaxial screw was not returned for evaluation. Review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The lot met specification requirements. A review of the complaint trend analysis was performed on the product family and no systemic trend was identified as a result of the analysis. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.